Event description:
It was reported that a couple months after device implant, the patient was experiencing pocket stimulation. The physician programmed off the rate response (rr) feature and the symptoms went away. Then a month or so later, the patient felt tired and the doctor turned on the rr again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).